Manufacturer narrative:
Complaint summary: a nurse reported that the vitals are frozen on their central nurse's station (cns) for all patients. The nurse reported that she could still move the mouse though. Nihon kohden technician had the nurse reboot the cns, but after she turned it off, she could not find where the tower was to turn the cns back on or if there was a kvm (keyboard, video, monitor) component involved with the cns. The nurse stated that she is going to reach out to their biomedical team to confirm and get access to the network closet if it is there. No patient injury reported. Nk technical support made numerous calls to the reporter and left voice messages for further troubleshooting of the issue, no replies or call backs have been received from this customer. Investigation summary: the customer was contacted numerous times via email and phone to continue troubleshooting for their frozen screen issue, but the customer has not responded to any follow-up attempts. Root cause cannot be determined. The customer was able to turn off their cns but could not locate the tower during the call to turn it back on. They stated they would reach out to their biomed. It is likely that the biomed was able to power on the cns which may have resolved the issue. It is recommended that the cns be rebooted every 3 months to avoid instability. The customer was not responsive to follow up attempts to obtain additional information and resolution. The root cause cannot be determined. As the issue was likely resolved after rebooting the cns, it is likely that the cns had not been rebooted at regular intervals. As such, the root cause is likely related to lack of preventive maintenance. Review of serial number (B)(6) of this cns shows that the warranty has expired as of 2023 and there have been no further complaints against this device since this report.

Event description:
A nurse reported that the vitals are frozen on their central nurse's station (cns) for all patients. The nurse reported that she could still move the mouse though. Nihon kohden technician had the nurse reboot the cns, but after she turned it off, she could not find where the tower was to turn the cns back on or if there was a kvm (keyboard, video, monitor) component involved with the cns. The nurse stated that she is going to reach out to their biomedical team to confirm and get access to the network closet if it is there. No patient injury reported. Nk technical support made numerous calls to the reporter and left voice messages for further troubleshooting of the issue, no replies or call backs have been received from this customer.